Event description:
It was reported that the right ventricular lead exhibited intermittent capture. The physician ordered a CT scan, which confirmed the lead perforated the patient. The lead was repositioned successfully. The patient tolerated the procedure well with no complications. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)